Manufacturer narrative:
B3: date of event is estimated. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted with three proglide devices. Reportedly, the suture broke/frayed for all devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.